Manufacturer narrative:
Correction to previous note: upon review of medical records, the patient presented with moderate to severe pulmonary insufficiency (pi) of her sapien 3 pulmonic valve (pv). The patient had been experiencing progressive dyspnea and her symptoms coincided with the increase in bioprosthetic pv pi; mild at 2 months post procedure, moderate at 1 year and 7 months post procedure, and moderate to severe at 2 years and 4 months post procedure. An echo (tee) performed at 3 years and 4 months post procedure showed moderate-severe pi of her bioprosthetic pv, with no stenosis, and no obvious vegetations or dehiscence visualized. The right ventricle (rv) and left ventricle (lv) are narrowed at the base and widen at mid ventricle due to extrinsic compression (from pectus excavatum). Of note, there was 'some suspicion of compressed stent within the s3 valve from shear stress of the patient's severe pectus excavatum per CT of chest. A chest x-ray was to be performed to rule out the compressed stent within the s3 valve. However, a subsequent x-ray failed to confirm this finding. After cardiopulmonary workup, the consensus was that the patient would benefit from transcatheter pulmonary valve replacement (tpvr). The valve remains implanted. As no device was returned, no functional testing, dimensional testing or visual inspection was performed. No imagery was provided. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of serial numbers from the related work order was performed and revealed no other complaints relating to the relevant complaint codes. A complaint history review on confirmed device complaints (returned and no product returned) for the sapien 3 valve (all models and sizes) was performed with the relevant codes. Prior closed complaints with any of the codes were reviewed for similar events and root cause identification. None of the above root causes was applicable to this complaint event. It should be noted that the thv was implanted at pulmonic position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, or surgical bioprosthetic mitral valve. So, it was off-label for pulmonic valve replacement. The IFU in this section is for tf (transfemoral) procedure in the aortic/mitral position and was reviewed for relevant guidance for an s3 implant using a commander delivery system. No IFU/training deficiencies were identified. Pulmonic valve replacement using the sapien 3 (s3) with the commander delivery system (ds) is not an indicated use at the time of implant. The risk management file captures risks for indicated device use only. The review of the risk management file is complete and no further action is required at this time. The regurgitation was confirmed based on medical record. A review of the DHR , lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted at pulmonic position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, or surgical bioprosthetic mitral valve. So, it was off-label for pulmonic valve replacement. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, ''approximately 3 years and 10 months post implant of a 26mm sapien 3 valve in the pulmonic position, the patient experienced regurgitation and a sapien 3 ultra valve was implanted''. Medical record notes also state, ''to note, there was ''some suspicion of compressed stent within the s3 valve'' from shear stress of the patient's severe pectus excavatum per CT of chest''. If the s3 valve has been damaged over time due to the patient's pre-existing condition (severe pectus excavatum) it's possible that this has led to the reported regurgitation. As such available information suggests that patient factors (pectus excavatum) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. Since no edwards defect was identified, no corrective or preventative actions are required. H3 other text: the valve remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted per medical record review. The following sections of this report have been updated: a2 (date of birth), a3 gender, and h10 (narrative/data). Upon review of medical records, the patient presented with existing sapien 3 pulmonic valve with moderate to severe pulmonary stenosis and has been experiencing progressive dyspnea and her symptoms coincide with the increase in bioprosthetic pulmonary insufficiency (pi) mild at 2 months post procedure and moderate at 1 year and 7 months and moderate to severe at 2 years and 4 months. The patient's metabolic stress echo showed a vo2 max of 17 (lower than expected for a tof patient). An echo (tee) performed at 3 years and 4 months revealed a bioprosthetic pulmonary valve (pv) moderate-severe pi, no stenosis, no obvious vegetations or dehiscence visualized. The right ventricle (rv) and left ventricle (lv) are narrowed at the vase and widen at mid ventricle due to extrinsic compression (from pectus excavatum). After cardiopulmonary workup, the consensus was that the patient would benefit from transcatheter pulmonary valve replacement (tpvr). Of note, there was 'some suspicion of compressed stent within the s3 valve' from shear stress of the patient's severe pectus excavatum per CT of chest. A chest x-ray was to be performed to rule out the compressed stent within the s3 valve. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted in patient.

Event description:
As reported by the edwards field clinical specialist, approximately 3 years and 10 months post implant of a 26mm sapien 3 valve in the pulmonic position, the patient experienced regurgitation and a sapien 3 ultra valve was implanted. There was no reported complications during the procedure.